Manufacturer narrative:
The complainant was unable to report the device lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip was deployed onto the tissue; however, the clip would not release from the catheter. The handle was then cut and the scope was removed. The scope was re-intubated with another resolution 360 clip device. The delivery catheter of the second clip was used to separate the first clip from its delivery catheter, and the procedure was completed at this time. No patient complications have been reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.